Event description:
Repeated issue with cme body guard 121 dual channel infusion pump alarming downstream occlusions. IV sites found to be patent and no kinks in tubing; intermittently occurs with numerous pumps and numerous pts. Occasionally requires turning pump off to reset or opening pump door to relieve alarm and continue infusion.